Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient is reporting: "needs reconstructive surgery as one implant is contracted, has pushed out to the side. Has had an MRI scan and is waiting for the results. Doesn't know if the implant is leaking. The device has not been explanted.